Event description:
It was reported that the patient died. A 97% stenosed target lesion was located in the left anterior descending artery (lad) and a 95% stenosed target lesion was located in the left circumflex artery (lcx). The lesions were moderately tortuous and severely calcified. A 28 x 3.50 promus premier drug-eluting stent (des) was implanted in the lad and a 28 x 2.75 promus premier promus premier des was implanted in the lcx. However, post deployment, the patient condition deteriorated on the table, and the patient was quickly taken to the cardiac care unit. Cardiopulmonary resuscitation was performed, and the patient was kept on ventilation. Two hours later, the patient was declared dead from cardiac arrest. No autopsy was performed.